Event description:
The customer reported the system exhibited corrupt software error messages. These errors will preclude the system from booting to a usable state. There is not report of pt injury.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The hard drive was replaced and the software was reloaded. The system was then found to be operating as intended.